Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer was hospitalized from (B)(6) 2016 because of ketoacidosis. That morning, her blood glucose level was high. As the blood glucose level continued to rise, mother of the customer tried to use the function "fill infusion set" and the insulin leaked from the luer connection. Device not available for return.